Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customers blood glucose level. Reportedly, the customer had changed out supplies and continued to receive occlusion alarms. Multiple attempts have been made to contact the customer that have been unsuccessful.